Event description:
A resident at the hospital reported the following event: "during a surgery (implantation of a seidel humeral nail) while unlocking the screw, the screwdriver broke. Another screwdriver was used and also broke. A jacob handle was therefore used to unlock the screw, which delayed the surgery.

Manufacturer narrative:
Lot#: k816151. Once the investigation has been completed any additional information will be reported in a supplemental report.